Manufacturer narrative:
The patient received an amputation of the toe following the procedure, but this was unrelated to the events during the procedure and was already planned. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
The patient presented with a gangrenous wound to the right first toe with dorsalis pedis (dp) and posterior tibial (pt) pulses. Pre-intervention angiogram demonstrated complete pt and peroneal artery runoff. The anterior tibial (at) artery demonstrated appreciably slow flow. Selective angiography revealed a short, distal, total occlusion about 5cm in length, which was reconstituted and fed collaterally by the peroneal artery, ultimately providing dorsalis pedis flow. After an unsuccessful attempt at angioplasty at the focal dp lesion, a diamondback exchangeable series peripheral orbital atherectomy device (oad) was selected for treatment of the distal half of the at. Two treatments were performed on low speed, and one treatment was performed on medium speed. Glideassist was used to remove the oad, and angioplasty was performed. Post interventional angiogram again demonstrated slow flow through the at with only trace perfusion to the foot. The formerly totally occluded segment of vessel which was treated appeared patent and free of dissection. Although no attempt was made to treat them, the pt and peroneal arteries demonstrated very sluggish outflow. The physician believed this was likely due to vessel spasm causing recoil. The physician's opinion was that the flow issue would resolve over time. Intraarterial nitroglycerin was administered. Doppler showed triphasic pulses in the dp & pt.